Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the firing sequence on a very thick lung tissue in a deep wedge resection procedure, the firing sequence initiated but the handles cracked and would not fire. The surgeon was able to press the green button but was not able to squeeze the handle. They used another device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the reload noted that it was partially fired. The staples were visible at the 6 cm cut line indicating the point where the handle compression had stopped. Functional testing of the reload found no abnormalities, as it was applied to test media, and all remaining staples were applied and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. Relationship between the device and the reported incident was confirmed. If information is provided in the future, a supplemental report will be issued.